Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing investigation was performed for the subject device (part number 04.027.035s, pfna blade perf l100 tan, lot number 9236223). The subject device was received with usage marks and deformations. Aside from the aforementioned usage marks and deformations, the subject device conforms to the associated drawing. As previously reported, the review of the device history records for the subject device lot showed no abnormalities or deviations which could lead to the complaint failure. The blade can be also tightened and resolved. Based on these findings, the complaint condition is not confirmed and is not valid from the point of view of the manufacturing site. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a proximal femoral nail anti-rotation (pfna) nail had broken in the aperture for the pfna blade. Implant had been inserted approximately six weeks prior (exact date unknown). Patient underwent successful revision surgery on (B)(6) 2015 including the removal of pfna and insertion of new pfna with augment. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Date of event reported as (B)(6) 2015; it is unknown if this is the date the nail broke or the date the nail was discovered to have broken. Additional product code: hwc. (B)(6). (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Manufacturing site: (B)(4). Manufacturing date: 03november2014. Expiry date: 01october2024. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.